Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  Please reference related manufacturer report numbers: 2015691-2019-02425, 2015691-2019-02426, 2015691-2019-02427, 2015691-2019-02428, 2015691-2019-02429, 2015691-2019-02430, 2015691-2019-02431, 2015691-2019-02432, 2015691-2019-02433, 2015691-2019-02434.

Manufacturer narrative:
This is one of ten manufacturer reports being submitted for this case.  In this case, the exact delivery system model number and date of the event is unknown. According to the mitral trial the date range for this event is from february 25, 2015- december 21, 2017. For this reason, the first day of the range was used as the occurrence date. Additionally, sections of this report will reflect an edwards sapien transcatheter heart valve. The possible PMA numbers associated with this presentation are: p130009 - edwards sapien xt transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. Per the author, this was a mac patient. It should be noted that deployment of the sapien xt/sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt/sapien 3 valve in this scenario. According to literature review, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tvr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tvr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr  procedures demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  There is insufficient information to confirm the cause of the reported ischemic stroke. It is possible that the patient factors and co-morbidities may have contributed to these events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.  Please reference the attached presentation ¿2019-euro pcr presentation-1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcather valves¿

Event description:
As reported through 2019-euro pcr presentation-¿1 year outcome of transcatheter mviv, mvir and vimac, results from the mitral trial-mitral implantation of transcather valves¿, a multicenter study evaluated the outcomes of 91 patients who underwent mitral valve in valve (mviv), mitral valve in ring(mvir) and native mitral valve (mac) procedures with the sapien xt valve and sapien 3 valves from february 25, 2015- december 21, 2017. The author reported that 1 mac patient that had an ischemic stroke during the 30 day follow up period. Details of the event were not reported. There is no particular information to identify each patient.